Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial # (B)(4) displaying an error message "tcmid: 06" (ce post failure) was confirmed during initial functional testing and event log review. The investigation findings revealed of poor performance of the cooling engine. Therefore, the root cause of the reported error message was due to a damaged cooling engine in which is characteristic of normal wear and tear. The returned thermogard xp ivtm system was manufactured in june 2012 and it is 6 years old, well beyond its serviceable life of 5 years. During visual inspection, no physical damage on the returned thermogard xp ivtm system was observed. A review of the event log was performed and multiple tcmid: 06 error codes were observed on the event date, thus confirming the reported complaint. The returned thermogard xp ivtm system did not passed the initial functional testing due to error message "tcmid: 06". To remedy the error message, the cooling engine was replaced. After part replacement, the returned thermogard xp ivtm system passed functional testing and met all the hardware and software specifications. The thermogard xp ivtm system is ready for ivtm therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial # (B)(4).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Zoll distributor reported that the thermogard ivtm system (serial # (B)(4)) displayed tcmid:06 (ce post failure) error message. No patient involvement.